Manufacturer narrative:
Device eavaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during an unspecified procedure. Reportedly, the clips did not load properly. The hospital has reported no pt injury occurred.